Manufacturer narrative:
We conducted a review of the lot history record for the sensor which was used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. We consider the administration of mepentol or similar ointment is to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. The irritation had completely resolved, however, a topical cream was prescribed in order to prevent serious injury. Therefore, an MDR is required.

Event description:
Covidien representative was notified on (B)(6) 2011 regarding case of skin irritation on a pediatric pt who was (B)(6). Upon removing the bis pediatric sensor, cutaneous reddening and slight inflammation was observed. The slight inflammation led to small dermabrasions which resolved with no complications after applying mepentol or a similar ointment. At this time, no further information is available.